Event description:
It was reported that during remote follow up, patient's insertable cardiac monitor (icm) was not storing atrial fibrillation (af) episodes when the patient was in af with rapid ventricular response (rvr) seen in a stored symptom episode. Programming changes were discussed, no changes or interventions were reported. The patient's condition was stable.